Manufacturer narrative:
The complaint was not able to be confirmed. Due to the unavailability of the devices and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR and lot history could not be performed due to serial number unavailability. A review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. Review of IFU/training manuals revealed no deficiencies. During the manufacturing process, all sapien and sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve degeneration/deterioration is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve degeneration/deterioration can result from a number of factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. The devices were not returned for evaluation as all devices remains implanted in the patients. No further information was provided despite multiple attempts to obtain additional information. In this case, the cause for the valve degeneration/deterioration could not be determined based on the limited available information provided. As such, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional information: section h10: narrative text. This is one of seven manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01425, manufacturer report no: 2015691-2021-01427, manufacturer report no: 2015691-2021-01430, manufacturer report no: 2015691-2021-01438, manufacturer report no: 2015691-2021-01443, manufacturer report no: 2015691-2021-01448.

Manufacturer narrative:
The implanted valve models and sizes are unknown. Possible valve used - edwards sapien transcatheter heart valve - PMA p110021, or the edwards sapien xt transcatheter heart valve - PMA p130009. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Based on the limited information provided, the root cause and exact timing of the valve degeneration could not be confirmed. Investigation results suggest/indicate the possible valve degeneration resulting in aortic regurgitation valve in 39 study patients may be related to the patient's co-morbidities not provided or pre-existing valvular disease process. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: ferreira-neto an, rodriguez-gabella t, guimaraes l, freitas-ferraz a, bernier m, figueiredo guimaraes c, pasian s, paradis jm, delarochelliere r, dumont e, mohammadi s, kalavrouziotis d, cote m, pibarot p, rodes-cabau j. Multimodality evaluation of transcatheter structural valve degeneration at long-term follow-up. Rev esp cardiol (engl ed). 2020 apr 8:s1885-5857(20)30043-8. English, spanish. Doi: 10.1016/j.rec.2020.02.002. Epub ahead of print. Pmid: 32278660. This is one of eight manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through an article: 'multimodality evaluation of transcatheter structural valve degeneration at long-term follow-up', data from 212 patients who underwent transcatheter aortic valve replacement with sapien valves (n=170) and sapien xt valves (n=125) in a single center between 2007 and 2012 was analyzed. Patients had a clinical and echocardiography follow-up at 1 month and 12 months, and yearly thereafter. The following event was identified related to postprocedural complications and follow up: aortic regurgitation occurred in 39 study patients. Information regarding type and degree of regurgitation and possible intervention was not provided.